Event description:
During a backup procedure for the orthopedic surgery on january 17th, the fast-cath hemostasis introducer was inserted, and a non-abbott (5f swan-ganz temporary pacing catheter) was inserted. After completing the surgery, the fast-cath hemostasis introducer and non-abbott (5f swan-ganz temporary pacing catheter) were removed. On the evening of january 30th during the catheter examination under radioscopy, a portion of what appeared to be the fast-cath hemostasis introducer that had been removed was found inside the blood vessel at the entrance of the left groin vein, and it was removed smoothly using forceps. There is a scratch on the tip of the fast-cath hemostasis introducer from when it was removed with forceps. On january 17th, no physical damage to the sheath was noted and there were no issues or resistance noted during the procedure and the patient was discharged. The patient was discharged again after removal of the retained sheath still in stable condition.

Manufacturer narrative:
Additional information: d4, g1, g3, h2, h6, h11.

Manufacturer narrative:
One 6f fast-cath introducer sheath without the hub was received for evaluation. The hub was detached from the sheath tubing and was not returned for analysis. Additionally, the sheath had been scratched and twisted. The cause of the scratch and twisting in the sheath tube is consistent with damage during use.